Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
It was reported to philips that the device became unresponsive while on a patient. The customer reported a 35 volt power supply failure message displayed when the problem occurred. The device was in use at the time of the event. The patient was moved to another v60 with no adverse outcome reported. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the battery had to be removed to turn the unit off. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4: 05apr2021. B4: 08apr2021. A philips field service engineer (fse) was dispatched to the customer site and replaced the power management board to resolve the issue. The device returned to functionality and remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.